Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was no longer charging the pump. Customer was able to successfully charge the pump using a different cable. In addition, it was reported that the touchscreen is intermittently unresponsive when pressed. During troubleshooting with tandem technical support the pump functioning as intended. Customer had elevated blood glucose levels (400 mg/dl). A manual injection was delivered to stabilize blood glucose levels.